Event description:
It was reported that noise on the ventricular channel was observed. The patient experienced multiple syncopal episodes. The oversensed noise led to pacing inhibition. The noise was not reproducible in clinic with pocket manipulation or isometrics. Chest x-ray or fluoroscopy is planned.